Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Both the inner and outer insulation of the lead were extrinsically breached due to a cut, and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Both the inner and outer insulation of the lead were extrinsically breached due to a cut, and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Both the inner and outer insulation were observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and undersensing. A dislodgement was suspected, and the physician attempted to reposition the lead. However, the lead helix would not easily extend or retract after several attempts at repositioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.